Event description:
Patient received the neurostimulator and associated leads ("the system") about 2.5 years ago as treatment for complex regional pain syndrome (crps) affecting her lower legs. This implantation was carried out with two multi-lead electrodes placed at the lower end of her thoracic spine. She claims to have only received a couple of weeks of relief from the system and gradually began to feel a burning sensation from the stimulation. According to the patient, other doctors told her that the system could not be removed because of its proximity to her spine and its fluid. She finally came to our hospital where the system was removed without incident. Still, patient believes the stimulator and/or leads malfunctioned in her case.